Event description:
During use, the product dispensed a burning smell. The battery was removed and smoke was noticed escaping the device. No adverse health outcome.

Manufacturer narrative:
The suspect pump was returned for evaluation. Review of the device history record confirmed the reported error had occurred. The device was opened-up and the interconnect board was observed charred. It is unclear what caused the board to become burnt. The interconnect board and power supply board was replaced. After repair and calibration, the pump functioned as intended.